Manufacturer narrative:
(B) (4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the surgeon was getting bleeding after sealing when an end tone, indicating a completed seal cycle, was heard. This happened 3-4 times during the surgery. There was no pt injury.